Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain ("abdominal pain") in a 44-year-old female patient who had essure (batch no. B34624 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no medical or gynecological relevant history. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), asthenia ("major asthenia"), dyspepsia ("digestive disorders"), affective disorder ("mood disorders"), dizziness ("dizziness"), headache ("headaches"), libido decreased ("libido decreased") and tinnitus ("tinnitus"). The patient was treated with surgery (vaginal hysterectomy for essure removal with ovary conservation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and dizziness was resolving and the asthenia, dyspepsia, affective disorder, headache, libido decreased and tinnitus outcome was unknown. The reporter provided no causality assessment for abdominal pain, affective disorder, asthenia, dizziness, dyspepsia, headache, libido decreased and tinnitus with essure. The reporter commented: the insertion was on general anesthesia without complication. The course was simple and the patient was discharge on the day of surgery with antalgic treatment and appointment for control after 3 months. Bilateral salpingectomy via laparoscopy and horn resection for essure removal failed, followed by vaginal hysterectomy with ovary conservation for essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain ("abdominal pain") in a 44-year-old female patient who had essure (batch no. B34624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no medical or gynecological relevant history. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), asthenia ("major asthenia"), dyspepsia ("digestive disorders"), affective disorder ("mood disorders"), dizziness ("dizziness"), headache ("headaches"), libido decreased ("libido decreased") and tinnitus ("tinnitus"). The patient was treated with surgery (vaginal hysterectomy for essure removal with ovary conservation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and dizziness was resolving and the asthenia, dyspepsia, affective disorder, headache, libido decreased and tinnitus outcome was unknown. The reporter provided no causality assessment for abdominal pain, affective disorder, asthenia, dizziness, dyspepsia, headache, libido decreased and tinnitus with essure. The reporter commented: the insertion was on general anesthesia without complication. The course was simple and the patient was discharge on the day of surgery with antalgic treatment and appointment for control after 3 months. Bilateral salpingectomy via laparoscopy and horn resection for essure removal failed, followed by vaginal hysterectomy with ovary conservation for essure removal. Most recent follow-up information incorporated above includes: on 30-jan-2019: no medical or gynecological relevant history; essure was inserted for definitive contraception; insertion details provided; the events were well resolving, especially dizziness, tinnitus and abdominal pain; tinnitus and abdominal pain were added as event and unsuccessful laparoscopic bilateral salpingectomy and horn resection, followed by vaginal hysterectomy for essure removal with ovary conservation was deleted as event and considered as abdominal pain treatment. Update of FDA patient problem code we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("unsuccessful laparoscopic bilateral salpingectomy and horn resection, followed by vaginal hysterectomy for essure removal with ovary conservation") in a (B)(6) female patient who had essure (batch no. B34624) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced asthenia ("major asthenia"), dyspepsia ("digestive disorders"), affective disorder ("mood disorders"), dizziness ("dizziness"), headache ("headaches") and libido decreased ("libido decreased"). The patient was treated with surgery (vaginal hysterectomy for essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, asthenia, dyspepsia, affective disorder, dizziness, headache and libido decreased outcome was unknown. The reporter provided no causality assessment for affective disorder, asthenia, dizziness, dyspepsia, headache, libido decreased and medical device removal with essure. The reporter commented: bilateral salpingectomy via laparoscopy and horn resection for essure removal failed, followed by vaginal hysterectomy with ovary conservation for essure removal. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.